Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient presented to the emergency room (ER) with chest pain and nausea. A sawtooth pattern was observed when this device was interrogated in the emergency room. This patient was told they did not have any atrial fibrillation (af) and was discharged the same evening. This device remains in service. No adverse patient effects were reported.